Manufacturer narrative:
Reference medwatch # 2916596-2016-02510 for the report of the pump exchange. (B)(4). Approximate age of device ¿ 6 months. (Calculated from the date when the system controller was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that approximately 6 months post-implant, on (B)(6) 2016, an alarm sounded and the patient decided to change the pocket controller immediately for the backup pocket controller without contacting the implanting center lvad healthcare professionals. It was reported that the patient did not completely or correctly insert the driveline into the backup pocket controller. The pocket controller remained in the charge mode for 9 hours, instead of the run mode. The pump was off during this time. The patient was admitted that night to the hospital, and reported not feeling well. The vad coordinator discovered the issue and attached the driveline correctly to the pocket controller. The pump resumed function, and it was reported that the device operated as expected. The patient was treated with heparin and was monitored closely for signs of hemolysis. A few weeks later, the patient's lactate dehydrogenase levels were elevated. A pump exchange was performed on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The report of difficulty connecting the driveline to the system controller could not be determined as the system controller was not returned for evaluation. It was reported that the vad coordinator discovered that the driveline was not inserted correctly and successfully connected the driveline to the system controller. The system controller remains in use. Similar reported incidents of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being addressed through the corrective and preventative action process. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.